Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 21 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's pain and mobility. The implant was removed and another was placed on the date of event. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 21 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's pain and mobility. The implant was removed and another was placed on the date of event. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Follow-up being sent in order to correct the name of the implant.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3 months after the dental implant was placed in ada site 21 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's pain and mobility. The implant was removed and another was placed on the date of event. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.